Event description:
The user facility reported that the distal portion of the guiding sheath tubing became separated during removal following an interventional procedure. The following additional info was reported by the user facility: the procedure involved a contra-lateral approach passing the guiding sheath over a heavily calcified iliac bifurcation; the guiding sheath dilator was used to successfully remove the detached distal portion of the guiding sheath tubing; the procedure was completed successfully; and the pt was reported to be in "stable" condition.

Manufacturer narrative:
Results and conclusions: based upon eval of user facility info; based upon testing of reserve samples. The involved device has been requested, but has not been returned by the user facility, which limits the investigation. Therefore, the investigation was based upon eval of user facility info and reserve samples. Visual inspection and functional testing of rep retained samples found no defects or anomalies and product performance specs were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance, which is likely to have been related to the reported movement over a heavily calcified iliac bifurcation. The device labeling does address the potential for such an occurrence in the instructions-for use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B) (4).